Event description:
The account alleged the head of the bed would not lower with the cardio pulmonary resuscitation lever. No injury reported.

Manufacturer narrative:
The account lowered the head section by pushing down on the head section while pulling the cardio resuscitation lever. This loosens the head dampener gas spring that was stuck to resolve the issue.